Event description:
On (B)(6) 2013, an explanted generator was received. The device was reportedly delivering faulty stimulation after radiotherapy. The patient had breast cancer (not related to vns) and was treated by radiotherapy. After 'application of rays 50 gray' there was a decreased intermittent perceiving triggering of device. Interrogation shows that the battery was on end. The device was replaced because the patient was seizure free with vns therapy. The generator is currently undergoing product analysis.

Event description:
Manufacturer review of the vns generator device history record documents the generator met all final testing prior to distribution.

Event description:
Analysis of the vns generator was completed. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed signs of variation in the pulse generators output signal over the 24-hr monitoring period (verified at the bench, functional analysis). Based on the functional design of the pulse generator, the low frequency and short on-time combination would not allow the device to consistently attain the programmed amplitude setting. This is a functional limitation of the generator and does not indicate a device malfunction. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Other than the noted condition, there were no performance or any other type of adverse conditions found with the pulse generator.